Event description:
A customer reported that they went into a coma due to their freestyle meter readings. They received medical intervention through intravenous treatment form paramedics ant their home. The customer's family member stated that their patient gives themselves insulin morning and night regardless of their meter readings. Testing was conduccted on the fingers.